Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) asked the isi clinical sales representative to move the power cable to a different power outlet in the room. The fse later followed up with the customer who confirmed that they had no further issues. The fse was dispatched to the customer site to further investigate the reported event. The fse replaced the core to instrument control box (icb) cable. The cable is a field scrap item and will not be returned to isi for further investigation. The fse tested the system and e-100 generator functionality. The e-100 generator was also replaced. The system was tested and verified as ready for use. Isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Isi did receive the e-100 generator involved with this complaint to perform failure analysis. The reported failure was confirmed in the log but could not be replicated during testing. The e-100 generator was installed on a golden system, where it was tested through 10 power cycles and 50 energy cycle cut/seal actions. Visual inspection revealed no issues related to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple surgeons reported that the e-100 generator did not completely seal the tissue. The reporter was not in the room at the time of the call. The reporter was to return to the room and recommend that the staff move the vessel sealer extend instrument to the erbe generator to determine if they could achieve a complete seal. The reporter would try to replace the vessel sealer extend instrument if needed. The procedure was completing as planned with no reported injury.